Event description:
Pt was treated by paramedics for hypoglycemia on several occasions of which the dates are unk. Pt reports a history of hypoglycemia in the evenings. Pt has experienced these events on both pumps. Neither device was returned for analysis.